Event description:
Four days post stent implant, patient complained of chest pain in the hospital and abnormal ECG was observed (st elevation). Cag was conducted and thrombosis was observed inside the 1st cypher implanted in the proximal lad and distally. To treat the thrombus, aspiration and poba with a high-pressure balloon (2.5mm) were conducted. As of 2008, the patient is still in the hospital and his condition was stable. The target lesions were the proximal left anterior descending artery (lad), the distal right coronary artery, (rca), and the proximal right coronary artery (rca). The prox lad was a de-novo, eccentric and bifurcated lesion. Aha/acc classification of the vessel was type b2. The lesion length was 10mm and vessel diameter was 2.5mm. The distal rca a de nova and concentric lesion. Aha/acc classification of the vessel was type b1. The lesion length was 15mm and vessel diameter was 2.5mm. The proximal rca was a de-novo and concentric lesion. Aha/acc classification of the vessel was type a. The lesion length was 15mm and vessel diameter was 3.5mm.

Manufacturer narrative:
The procedure in 2008 was an elective case. Pre-dilation was not conducted in the prox lad. First cypher (2.5/13mm, lot 13372204) was implanted at 12atm for 30seconds. Post-dilation was not conducted. Ivus was conducted. The residual % of stenosis was 0%. Timi flow before the procedure was 2 and 3 after the procedure. Act was not measured. On 29may2008, a cypher 2.5 x 18 was placed in the distal rca and a cypher 3.5 x 18 was placed in the proximal rca. This product, noted in d4, is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. Additional information will be submitted within 30 days of receipt.